Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was intermittent sound and the vibratory alarm was not working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to the verify screen. The pump cover was removed to find no intermittent conditions to the piezo circuit. The intermittent sound complaint was unable to be duplicated.